Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 74 mg/dl. The infusion set tubing was found to be operating as expected and there was no damage noted to the cannula. Customer reported that supplies would be changed and declined any further assistance from tandem technical support.